Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 13-mar-2025. It seems that the examination with the ec38-i20cl was incomplete. Was an alternative endoscope used to complete the examination? No. If no alternative endoscope was used, is the patient scheduled for a follow-up examination soon? Yes. Was there any coagulation of blood or debris on the lighting lens of the endoscope? There was blood present on both the headlight cover glasses. No coagulation on the objective lens. Could you also let me know what type of processor was used? Inspira (4k). During the examination, was the oe mode used? No. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 11-mar-2025, pentax medical became aware of an event involving a model ec38-i20cl, serial number (B)(6) video colonoscope in australia within the apac region. The endoscope was functioning normally and was clearly visible to the ileocecal area. After the polyp was removed and a small amount of bleeding occurred, the endoscopic image became very dark and visibility was greatly reduced. The operator was unable to continue the endoscopy during the withdrawal of the endoscope and reported that the suspect polyp could not be found due to the poor visibility. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary event that occurred is video image failure(black out). Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 02-aug-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 09-aug-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.